Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not charged his ipg since (B)(6) 2012 due to a hospitalization for health issues unrelated to his scs system. The sjm representative provided troubleshooting instructions for the pt to attempt and is to follow-up with the pt for the results as the next course of action.